Manufacturer narrative:
This follow-up report is being filed to relay correct the implant date of the left and right hip. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02392 & 02399).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2011 and a left total hip arthroplasty (B)(6) 2011. During post operative monitoring and testing, fluid collections and a solid mass were noted. The mass on the superolateral area of the right hip measured 3.1 x 4.5 x 1.6cm and the fluid collections on the lateral area of the right hip and the anterior area of the left hip measured 6 x 4.7 x 0.5cm and 4.5 x 2.5 x 1.5cm respectively. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent bilateral total hip arthroplasty. Left side occurred (B)(6) 2011 and right side occurred (B)(6) 2011. During post operative monitoring and testing a fluid, elevated metal ions and a cyst was noted on the right side. Fluid was noted on the left side. These finding were found due to follow up testing. No further information has been provided at this time.